Event description:
It was reported that, "screw head popped off during explant."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval. Revision surgery was performed due to progression of adjacent level disease. Screw head popped off during revision surgery. There have been previous reported events for this device. Additional instrumentation was removed as part of this revision surgery: cat# 482316550 - quantity: 4; cat# 482316545 - quantity: 2; cat# 48220870 - quantity: 1; cat# 48218090 - quantity: 1; cat# 03802110 - quantity: 1; cat# 48230000 - quantity: 8.